Event description:
It was reported that during a lap appendectomy procedure, the device was closed, inserted through the trocar, but the jaws would not open in order to place on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.